Event description:
It was observed during the device inspection, that the insufflator led (light -emitting diode) components had failed. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding an update to h2 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it is likely that the led lighting was defective due to a failure of the front panel. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.